Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2005, a 25mm toronto spv valve was implanted in a patient. Patient had this valve for almost 20 years. They wanted to confirm valve and size as the notes were very old and didn't have all the information on it. On (B)(6) 2024, the patient was admitted in hospital for a valve in valve tavi procedure due to heart failure. The procedure has not been performed. The patient is stable.

Manufacturer narrative:
An event of heart failure was reported. Information from the field indicated that the patient had the valve implanted for almost 20 years. And whether the valve had a malfunction was unknown. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received the cause of the reported incident could not conclusively be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.